Event description:
It was reported that at the time of the pump replacement, the hcp was unable to aspirate the reservoir completely. The 40cc pump was filled with 25cc of drug. At the time of the first refill, there was more volume than expected in the reservoir. The erv was 5ml and the arv was 22.5ml. The hcp was able to completely fill the reservoir with the 40cc of drug. No patient symptoms were reported. Device troubleshooting was being considered. The type of medication, concentration, and daily dose being administered via the pump were no reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.